Manufacturer narrative:
As reported, the sorbafix enhanced fixation device failed to fixate. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, a video laparoscopy herniaharphy was performed on (B)(6) 2025 using the sorbafix enhanced fixation device. During this procedure, it was reported that the fasteners did not secure the screen. There was no patient injury.